Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (infumorph) 10mg/ml; 0.5 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient experienced a headache. The cause was unknown. The cause of the event, interventions, troubleshooting/diagnostics, concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (infumorph) 10mg/ml; 0.5 mg/day via an implantable infusion pump. It was reported the action/intervention taken to resolve the headache was an epidural blood patch was performed. No further information was provided. If additional information is received, a follow-up report will be sent.